Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The technician observed physical damage to the shock button and the device log suggests this may have been a contributing factor on the third shock attempt. The log shows that on the third attempt the button was identifying as activated during the charge cycle. This damage does not appear consistent with typical use. The membrane was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.